Event description:
Nellcor puritan bennett rec'd a call from reporter on 2/10/99. Reporter called to report the following problem: light-emitting diodes on with no audible alarm. Found at bench testing.